Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, h1 h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Its reported that during revision surgery, the freedom liner did not fit the mallory cup and therefore a regular offset liner was used to complete the surgery.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Medical product: malloy cup size 52, catalog #: not reported, lot #: not reported. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
Its reported that during revision surgery, the freedom liner did not fit the mallory cup and therefore a different size mallory cup was used to complete the surgery.